Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5061407 / 5061767.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an explant procedure and was doing well postoperatively. All device components were discarded.